Event description:
A customer had contacted baxter corporate surveillance regarding a mini cap pouch which had contained particulate matter (pm). The pm was described as black 'dust' on the cap. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of particulate matter was confirmed. The laboratory analysis of the particles determined that the root cause of the problem was that during packaging of this lot, the minicap off-load station crashed, causing mechanical issues. Aluminum particles from the incident fell onto the uncovered minicaps in this index. Following this incident, cleaning and inspection procedures were updated and improved. Should additional relevant information become available, a supplemental report will be submitted.